Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence and urethral atrophy. The existing aus was explanted and replace. There were no device issues and not further patient complications.